Event description:
It was reported that while doing a preventative maintenance test, the rate was consistently low. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit board (pcb) was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printed circuit board (pcb) was out of specification. A detailed analysis was performed on the main pcb. This analysis found that an integrated circuit component caused the anomalous low rate pace behavior.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.